Event description:
It was reported that a patient presented to a hospital with chest pains. The patient's right ventricular lead was also exhibiting inadequate capture and low r-wave amplitudes. An echocardiogram and x-ray confirmed that the right ventricular lead had dislodged and perforated the pericardium as a result. As such, the lead was removed from the pericardium, and a pericardial window was set up to drain the blood and blood clots from the pericardial space. The lead's helix was noted to be stretched, so the lead was explanted and replaced under fluoroscopy, and the patient had no issues during the procedure. The patient has since been successfully discharged.

Manufacturer narrative:
The reported events of cardiac perforation, lead dislodgement, high pacing threshold, and r wave amp variation were not confirmed while the reported event of damaged helix was confirmed. As received, a complete lead was returned in one piece for analysis. Final analysis found a stretched helix which is consistent with procedural damage. The cause of the reported event of damaged helix was isolated to procedural damage. No other anomalies were identified.

Manufacturer narrative:
Correction: section h6 - previous report had incorrect coding of adverse event without device malfunction or user error.

Manufacturer narrative:
Correction - section h6 - code for cardiac perforation was missing.